Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Regulatory manufacturer report number: 1627487-2020-01825. It was reported the patient experienced a seroma over the midline spine lead at the implant site. As a result, a seroma aspiration was performed, wherein samples were taken and sent for cultures that came back negative for infection. Patient is stable, and issue was resolved without sequelae.

Manufacturer narrative:
Update no device evaluation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.